Manufacturer narrative:
Findings: unit alarmed failed battery test. Problem isolated to battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into b1 and unit meets all operating current specifications. Pump was able to download to the care link pro software without any errors. Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 278 mg/dl. Customer stated that there is crack where you put the battery in. Customer doesn't how the damaged occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report.